Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was not verified. The event log shows 10013 error message after cassette latched. Service replaced the latch lock flex strip as a preventative measure. Use testing was performed. The problem source is unknown.

Event description:
Update from customer. No patient involvement.